Event description:
Procedure type: low anterior resection. According to the reporter: the stapler would not fire. Some more tissue was resected and a different stapler was used. No pt injury was reported and the pt has been discharged from the hospital.